Event description:
An international distributor contacted dexcom technical support on (B)(6) 2013 to report an out of range signal on (b)(60 2013. There was no report of any injury or medical intervention at the time of contact with dexcom technical support.